Event description:
The customer reported that both monitors were black causing a loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuses. The system operates as intended.